Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a link break/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that bilateral suture placement with five proglide devices was attempted, two proglide devices in the calcified/tortuous right common femoral artery (rcfa) and three proglide devices in the calcified/tortuous left common femoral artery (lcfa) via a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with three of the proglide devices, two in the rcfa and one in the lcfa. A suture break was noticed with two proglide devices that were used in the lcfa upon removal from the patient's anatomy. Two additional proglide devices each were used for successful suture placement using the preclose technique in the lcfa and rcfa. The sheath was upsized to an 18f in the rcfa and to a 16f in the lcfa and the evar procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the additional proglide devices (two proglide devices in the lcfa and two proglide devices in the rcfa). There was no reported adverse patient sequela. There was a reported clinically significant delay of 20 minutes in the procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.